Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that on an unknown date, the pump went dead. The patient could not find a doctor to take it out. No further issues were reported or anticipated.